Event description:
The company was informed that the pt's device was explanted. The pt was reimplanted with another cochlear device. Advanced bionics is in the process of gathering additional info. Once more info is available a supplemental report will be submitted.